Event description:
N/a.

Manufacturer narrative:
(B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is related to a study to evaluate the safety, tolerability, pharmacokinetics and efficacy of intracerebroventricular bmn 250 in patients with mucopolysaccharidosis type iiib (mps iiib, sanfilippo syndrome type b). The subject's past medical history included: viral upper respiratory tract infection, headache, abdominal pain and vomiting. The subject's concurrent conditions included: mucopolysaccharidosis type iiib. No allergies were reported. Concomitant medication: paracetamol, ibuprofen, cetirizine, chloral hydrate, lidocaine/prilocaine, midazolam, morphine sulfate, sevoflurane, propofol, dexmedetomidine, ondansetron, nitrous oxide and tetracaine. On (B)(6) 2016, the subject underwent implantation of an intracerebral ventriculostomy (icv) set (codman rickham model number 82-1625), lot number cvc 134b. On (B)(6) 2016, the subject initiated treatment with bmn 250 (300 mg, qw, intracisternal). The lot number for bmn 250 was not reported. The most recent bmn 250 dose was administered on (B)(6) 2017. On (B)(6) 2017 at 15:15, the subject experienced grade 1 elevated cerebrospinal fluid (csf) white cell count (csf white blood cell count positive). At 16:00 the subject had his ax 250 dose. At 16:05 the ax 250 administration was completed. No treatment for the event was reported. No action was taken with ax 250 due to the event. The lot number of the codman catheter was cvcbyb (previously cvc134b). On (B)(6) 2017 at 14:07, the event was considered resolved (previously reported as not resolved). The clinical trial investigator assessed the elevated csf white cell count as grade 1 in severity (according to the common terminology criteria for adverse events) and related to study drug ax 250 (previously reported as not related). The clinical trial investigator assessed the elevated csf white cell count as related to the icv device. The medical safety reviewer assigned to this clinical trial assessed the elevated csf white cell count of ctcae grade 1 in severity as related to study drug ax250. The pt should be ¿pleocytosis¿, not ¿elevated csf white cell count¿.